Event description:
Customer reported having boot up issues. No patient injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and replaced the interconnect cable. System operates as intended.